Manufacturer narrative:
The test strips returned by the customer were stored outside the strip vial, so they were unsuitable for testing. Relevant retention test strips (lot 223853) were tested in comparison with the master lot coaguchek xs pt (ml 13 #286321-80 recal. Rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Country of origin (B)(6).

Event description:
The customer complained of a discrepant inr reading between his coaguchek xs meter serial number (B)(4), and doctor's office coaguchek meter with an unknown serial number. The readings were obtained at the same time. On the customer meter the result was 1.9 inr and on the professional meter the result was 2.6 inr. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. There was no allegation that an adverse event occurred. The customer is 'very stable in range and is self-dosing his warfarin as agreed with clinic.'